Event description:
Customer reported the motorized movement is not functioning. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and moved the c-arm manually, then the system began working. System operates as intended. This MDR is related to ge healthcare complaint number.